Manufacturer narrative:
The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to extract 2 leads, one left ventricular (lv) lead (bsc 4543) which had high impedance and a right ventricular (rv) lead (st. Jude 1580). Patient was also occluded so they were going to use the access created by removing one of these two leads for the reimplant. Medtronic stylet was placed in rv lead, but could not be removed. The rv lead was prepped by removing yolk and securing a cook medical bulldog lead extender to the medtronic stylet, then the physician removed the insulation and tied off all 6 cables. The physician then prepped the lv lead by placing a spectranetics lead locking device (lld) ez. A mdt stylet was placed into the ra lead for support. Physician attempted to remove the rv lead first with a spectranetics 14fr glidelight laser sheath. The laser progressed over the proximal part of the ICD lead and begin to make the turn to the innominate/superior vena cava (svc) area. Some lead on lead binding was found and additional traction was provided as he continued to laser. The patient's blood pressure started to slowly drop from 115 to 100 so physician released traction, pressure dripped down to 95 at which time the anesthesiologist treated and pressure returned to 115. It began to drop again slowly, so physician released the leads completely and tried to make sure there was no tension on the rv. Pressure continued to drop slowly to 90, then to 85. Rescue interventions were implemented including sternotomy. While prepping to go on bypass, the aorta was impacted during cannulation, and a significant amount of blood was pooling. There was also a large clot noted. Eventually they were able to find the other tears which were in the innominate and svc. The surgeon ligated the left innominate and repaired the svc. The surgeons then moved to repair the aorta. After successfully repairing the aorta, bleeding was still pooling around the heart. The surgeon determined in was not a surgical issue and more of coagulation issue. The next 2-3 hours were spent managing the slow blood issue as they began to slowly close sternotomy. The decision was made to not close the sternotomy completely but use a wound vac to close. After that was successfully completed the patient was taken off the table and taken to a room. At last report patient was in stable condition. Cognitive status could not be determined as she was still asleep. No further information regarding patient status has been provided by the site although it has been requested.